Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set that fell off during use. Patient blood glucose at the time of issue was under 200 mg/dl. The infusion sets were in use for little less than 48 hours. Patient resolved all the events by replacing infusion sets and resumed insulin succcesfully. No further information available.